Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('shooting pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), thrombosis ("blood clots"), menstruation irregular ("irregular periods"), migraine ("migraines"), abdominal distension ("bloating"), hypoaesthesia ("numbness in hand"), feeling abnormal ("brain fog"), urinary incontinence ("bladder leakage") and bacterial infection ("bacterial infection after implanting essure"). The patient was treated with surgery (essure removal, full hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, genital haemorrhage, thrombosis, menstruation irregular, migraine, abdominal distension, hypoaesthesia, feeling abnormal, urinary incontinence and bacterial infection outcome was unknown. The reporter considered abdominal distension, bacterial infection, feeling abnormal, genital haemorrhage, hypoaesthesia, menstruation irregular, migraine, pelvic pain, thrombosis and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("shooting pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), thrombosis ("blood clots"), menstruation irregular ("irregular periods"), migraine ("migraines"), abdominal distension ("bloating"), hypoaesthesia ("numbness in hand"), feeling abnormal ("brain fog"), urinary incontinence ("bladder leakage") and bacterial infection ("bacterial infection after implanting essure"). The patient was treated with surgery (essure removal, full hysterectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal distension, bacterial infection, feeling abnormal, genital haemorrhage, hypoaesthesia, menstruation irregular, migraine, pelvic pain, thrombosis and urinary incontinence to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("shooting pain") and embedded device ("an embedded foreign body consistent with an essure coil") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menometrorrhagia, dysplasia, adenomyosis, malaise, fatigue, vaginal discharge, weight gain, menstruation frequent (menstruation, excessive/frequent (menomet), neoplasm malignant, amenorrhea, hematochezia, vulvovaginitis, ovarian cyst, abnormal uterine bleeding, abdominal pain, diarrhea, irritability, mastalgia, bloating, appendectomy, foot surgery, constipation, irregular menstrual cycle and menorrhagia. Previously administered products included: penicillin nos. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), thrombosis ("blood clots"), menstruation irregular ("irregular periods"), migraine ("migraines"), abdominal distension ("bloating"), hypoaesthesia ("numbness in hand"), feeling abnormal ("brain fog"), urinary incontinence ("bladder leakage"), bacterial infection ("bacterial infection after implanting essure") and device dislocation ("displaced essure coils into the intrauterine cavity"). The patient was treated with surgery (total laparoscopic hysterectomy robot-assisted with bilateral and total laparoscopic hysterectomy robot-assisted with bilateral salpingo-oophorectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, bacterial infection, device dislocation, embedded device, feeling abnormal, genital haemorrhage, hypoaesthesia, menstruation irregular, migraine, pelvic pain, thrombosis and urinary incontinence to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): surgical pathology final report: diagnosis. Uterus, cervix, bilateral fallopian tubes, and bilateral ovaries, hysterectomy and bilateral salpingo-oophorectomy: cervix with no significant abnormality. Weakly proliferative endometrium. Myometrium with adenomyosis. Bilateral ovaries with no significant abnormality. Bilateral fallopian tubes with no significant abnormality. No atypia, dysplasia, or malignancy identified specimen source: uterus, cervix, bilateral tubes, bilateral ovaries. Clinical information: postmenopausal bleeding, cov10-19 negative. Gross description: the attached fimbriated fallopian tube is 5.5 x 0.6 cm. The proximal end has an embedded foreign body consistent with an essure coil. The left ovary is 2.7 x. 1.9 x 0.7 cm. Sectioning reveals tan rubbery parenchyma with multiple white corpora albicantia. There are no papillary excrescences or nodules. The attached left fimbriated fallopian tube is 6.1 x 0.5 cm. The proximal end has an embedded foreign body consistent with an essure coil. Both essure coils are removed and placed in a separate container labeled "foreign body" with a disposal date. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2022: medical record received. Event device embedded added. Device dislocation reporters information and medical history added insertion date updated. Lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("shooting pain") and embedded device ("an embedded foreign body consistent with an essure coil") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menometrorrhagia, dysplasia, adenomyosis, malaise, fatigue, vaginal discharge, weight gain, polymenorrhagia (menstruation, excessive/frequent (menomet), neoplasm malignant, amenorrhea, hematochezia, vulvovaginitis, ovarian cyst, abnormal uterine bleeding, abdominal pain, diarrhea, irritability, mastalgia, bloating, appendectomy, foot surgery, constipation, irregular menstrual cycle and menorrhagia. Previously administered products included: penicillin nos. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), thrombosis ("blood clots"), menstruation irregular ("irregular periods"), migraine ("migraines"), abdominal distension ("bloating"), hypoaesthesia ("numbness in hand"), feeling abnormal ("brain fog"), urinary incontinence ("bladder leakage"), bacterial infection ("bacterial infection after implanting essure") and device expulsion ("displaced essure coils into the intrauterine cavity"). The patient was treated with surgical essure removal on (B)(6) 2022 with total laparoscopic total hysterectomy and bilateral salpingo-oophorectomy. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, bacterial infection, device expulsion, embedded device, feeling abnormal, genital haemorrhage, hypoaesthesia, menstruation irregular, migraine, pelvic pain, thrombosis and urinary incontinence to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): surgical pathology final report: diagnosis. Uterus, cervix, bilateral fallopian tubes, and bilateral ovaries, hysterectomy and bilateral salpingo-oophorectomy: cervix with no significant abnormality. Weakly proliferative endometrium. Myometrium with adenomyosis. Bilateral ovaries with no significant abnormality. Bilateral fallopian tubes with no significant abnormality. No atypia, dysplasia, or malignancy identified specimen source: uterus, cervix, bilateral tubes, bilateral ovaries. Clinical information: postmenopausal bleeding, covid-19 negative. Gross description: the attached fimbriated fallopian tube is 5.5 x 0.6 cm. The proximal end has an embedded foreign body consistent with an essure coil. The left ovary is 2.7 x. 1.9 x 0.7 cm. Sectioning reveals tan rubbery parenchyma with multiple white corpora albicantia. There are no papillary excrescences or nodules. The attached left fimbriated fallopian tube is 6.1 x 0.5 cm. The proximal end has an embedded foreign body consistent with an essure coil. Both essure coils are removed and placed in a separate container labeled "foreign body" with a disposal date. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.